Manufacturer narrative:
For one event, during further investigation of the patient sample, the customer's results were re-produced at the investigation site. The sample underwent additional testing for general interfering factors and none were identified. Additionally, the investigation determined the medication taken by the patient does not interfere with the assay. The results of the investigation suggest some kind of unknown interference is present in the patient sample causing the high results. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
For one event, the investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up actions taken. For one event, the sample was investigated for an interfering factor. An interference was not identified in the patient sample. Investigations are ongoing. There were no follow up actions taken. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>2</noe> malfunction events. Discrepant high results were generated by a cobas 8000 e 602 module and a cobas e 411 immunoassay analyzer. The events involved a total of 2 patients with the following: two samples with discrepant results for the elecsys estradiol iii assay. The patients' ages ranges from 55 to 70 years. The patients' were both female.